Manufacturer narrative:
Investigation of the reported issue is inconclusive. The device in question is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. Two-year review of complaint history for similar failure modes revealed a total of 43 complaints, regarding (B)(4) devices, for device family & failure mode. During this same time frame (B)(4) devices were manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. If intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare &replace it with new vcare. IFU gives specific direction as to carefully removing the vcare after use. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. The cup locking mechanism must be locked at all times when using. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to a sus voluntary event report # mw5102269 received by conmed 23july2021. The customer reported an issue with the vcare small (32mm) cup item # 60-6085-200, lot number unreported, that occurred during use on (B)(6) 2021. It is noted on the document that ¿upon removal of the v-care from vagina it was noted that both the balloon and the green cup came off.¿ the event report type is noted as a ¿malfunction¿, the event outcome is blank but adverse event is marked ¿n¿. No additional information has been received at time of this filing. As there is no indication of patient injury or impact, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the detachment of components.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to a sus voluntary event report # mw5102269 received by conmed 23july2021. The customer reported an issue with the vcare small (32mm) cup item # 60-6085-200, lot number unreported, that occurred during use on (B)(6) 2021. It is noted on the document that ¿upon removal of the v-care from vagina it was noted that both the balloon and the green cup came off.¿ the event report type is noted as a ¿malfunction¿, the event outcome is blank but adverse event is marked ¿n¿. No additional information has been received at time of this filing. As there is no indication of patient injury or impact, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the detachment of components.